Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device interrogation the right atrial (ra) lead exhibited undersensing of p waves. This undersensing was occasionally seen in recorded ventricular tachycardia non-sustained (vt-ns) and supra ventricular tachycardia (svt) episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.